Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient decided to go to the emergency room due to inaccurate cgm readings she had been experiencing since (B)(6) 2025. At the emergency room, the patient¿s cgm was reading 70 mg/dl, and the bg meter reading was 45 mg/dl. The patient was tired and drowsy. The patient¿s bg meter readings were repeatedly taken and were reported to be ¿40-50 percent off¿. The patient¿s bg meter reading also continued dropping (no specific values were reported). The patient was treated with an unspecified medication to raise her bg level, possibly glucose per the patient. She was discharged after approximately 5 hours when her bg meter reading was 189 mg/dl and the cgm was reading 100 mg/dl. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. Pairing test was performed and passed. As previously reported, no data was provided for evaluation. The allegation and the probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.